Event description:
Patient had a port-a-cath placed on 1/8/93 and was receiving a regimen of cytoxan, adriamycin and 5-fu via chemotherapy regimen. Between sessions, she noted abnormalities with intermittent palpitations. She was admitted on 4/7/93 and a chest x-ray confirmed that the distal aspect of the catheter had apparently sheared and embolized the position consistent with a right atrium, right ventricle on the pa and lateral x-ray, best seen on the lateral view.